Event description:
On (B)(6) 2015, the reporter contacted animas stating the patient experienced an inadvertent infusion. The patient reportedly was connected to the pump when insulin was dispensed. The patient allegedly received 0.45 units of insulin and experienced a blood glucose (bg) value of 1.8mmol/l. The patient reportedly did not require medical intervention. It was noted that the patient remained on the pump. However, the pump was requested and replaced. This complaint is being reported because the patient experienced a hypoglycemic event due to an inadvertent infusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the pump history revealed no alarms related to the complaint. The returned battery cap and returned cartridge cap were used to complete testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During evaluation, the rewind, prime and load sequence steps were successfully performed on the pump with no errors or alarms. The pump clearly displayed the message, ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue on the prime screen¿. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.